Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom (hard to close door with tubing), which was reproduced. The evaluation also found door not fully latched alarms, which were found to be caused by loose mechanism assembly screws resulting in excessive force being required to close door. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump door was hard to close with the tubing. It was also reported there was no pt involvement. During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.